Event description:
It was further reported that the right atrial (ra) lead had exhibited high thresholds intermittently, since (B)(6) 2010. The ra lead was also repositioned on (B)(6) 2010, and reprogrammed on (B)(6) 2014.

Event description:
It was reported that the right atrial (ra) lead dislodged. Chronic dislodgement was suspected. It was further reported that the lead was unable to pace, and the threshold was not found. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the full lead was returned and analyzed and no anomalies were found. The helix of the lead was extrinsically bent, and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage and stretching. Concomitant medical products: d224trk ICD, implanted: (B)(6) 2009. (B)(4).